Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise and low amplitude signals from this electrode. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this s-ICD system was explanted. A new s-ICD system was placed at this time. It is expected for this product to be returned for analysis. No additional adverse patient effects were reported. It was later reported that a fracture was visualized during the explant procedure. The electrode has since been returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise and low amplitude signals from this electrode. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this s-ICD system was explanted. A new s-ICD system was placed at this time. It is expected for this product to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise and low amplitude signals from this electrode. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a surface-level crack in the notch area next to the sense b electrode. The crack did not extend into the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise and low amplitude signals from this electrode. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this s-ICD system was explanted. A new s-ICD system was placed at this time. It is expected for this product to be returned for analysis. No additional adverse patient effects were reported. It was later reported that a fracture was visualized during the explant procedure. The electrode has since been returned and is undergoing laboratory analysis.